Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range and the impedance trend on the lv (left ventricular) pacing lead was variable. Beginning (B)(6) 2015 lv pacing impedance measured 114 ohms and then varied between 817 and 114 ohms.

Event description:
It was reported that there was left ventricular (lv) lead impedance alert for low and varying impedance. It was noted the patient ex perienced phrenic nerve stimulation and patient was hospitalized. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.